Event description:
After a tunica vaginalis testis procedure, it was reported that post-operatively, the pt had detrusor instability, leading to urgency and frequency. The pt was treated with tolterodine 2 mg, tablets twice a day.